Event description:
Customer reported the system will not boot on first attempt and display screens flicker. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and replaced the ps1 wiring harness. System operates as intended.